Event description:
It was reported that the customer experienced difficulty pressing the quick bolus/wake button on the pump, as it required multiple attempts to activate the screen. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.